Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer via health authority stated that after using the contact lenses treated with solution. On the second day of use, the consumer developed haze and cloudy vision, which persisted into the third day. Upon removing the lenses, the consumer experienced severe ocular pain and sought emergency treatment. Examination in the emergency room revealed massive corneal abrasions in both eyes, and antibiotic eye drops were prescribed, though the specific medication, frequency, and dosage were not documented. The consumer suspected that hypersensitivity or ocular toxicity related to the copolymer hydraglyde additive in the solution may have caused corneal edema, which subsequently led to mechanical abrasions. The current status of the consumers¿ eyes at the time of this report is unknown. Additional information has been requested but not yet received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Follow-up information was received from the consumer stating that initially they used solution with polyquaternium, myristamidopropyl dimethylamine which worked fine, later switched to solution containing hydrogen peroxide with which consumer was still satisfied and used without any issues; however, issues were experienced upon first time use of the current solution. The first day of use was tolerable, but adverse events were started on second day of use. The consumer resumed contact lens wear after two weeks following the abrasion. Medical records were received stating that consumer visited the emergency room due to pain and fogginess and was diagnosed with corneal abrasion in both eyes, which may be associated with the solution. The consumer was advised to avoid using the solution. Blood pressure was noted to be elevated at the time of the visit. During the visit, the consumer was administered with two drops of tetracaine hydrochloride 0.5% ophthalmic solution in both eyes. The consumer was prescribed moxifloxacin 0.5% ophthalmic solution, to be instilled as two drops in both eyes four times daily for five days. Additionally, the consumer was prescribed other medications including bupropion extended release tablet, oral coenzyme supplements, finasteride tablet, fish oil, hydrocodone acetaminophen to be taken orally every six hours as needed for pain, lisdexamfetamine capsule, tadalafil tablet, tobramycin dexamethasone ophthalmic solution to be instilled as one to two drops in both eyes four times daily, vitamin a capsules, vitamin b1 tablets, vitamin b12 lozenges, vitamin e, and zinc acetate oral. At present, the consumer reported that the left eye has improved, while the right eye remains blurry; the blurriness is temporarily relieved by tilting the head. Currently the right eye affected is recovering. Consumer stated that the primary concern is that the current product labeling does not adequately inform users that hazy vision may be an early indicator of toxicity associated with corneal abrasion. No additional information has been requested at this time.